Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a cystectomy/ileal conduit , the seal of trocar which was detained at lower left abdominal wall broke and dropped its pieces in patient cavity. The doctor noticed and collected them, however, lost them at the tray. The device was used with da vinci. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut on the device. The envelope seal was intact. The device failed an air leak test. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.